Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly. The customer experienced an elevated blood glucose (bg) level of 650 mg/dl. The elevated bg was addressed via a correction injection. Customer confirmed pump turned on when plugged into a power source. Reportedly, the customer reverted to an alternate method of insulin therapy.